Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) accidentally disconnected his pd catheter (not a fresenius product) from the liberty cycler set which leaked dialysate into the bed. After speaking with fresenius customer support, the patient¿s spouse was going to restart the treatment with new supplies. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient encountered difficulty restarting the patient¿s treatment, and her husband had become increasingly confused (cause not determined) since ending the call. The patient¿s spouse decided to call emergency medical services, and the patient was transported to the emergency room. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). Causality was attributed to improper tightening of the pd catheter to the liberty cycler set, which disconnected while the patient was supine in bed. The patient continued to undergo ccpd therapy until the peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2025. Although the details are limited (electronic medical record closed), it appears the patient (family included) decided he was no longer willing to undergo ccpd therapy due to his advanced age, the burden of therapy (spouse and patient), chronic constant discomfort, and multiple comorbid conditions. The patient requested to enter hospice care and completed his last ccpd treatment on the morning of (B)(6) 2025. Per the pdrn, the patient expired peacefully with family present on (B)(6) 2025. The nephrologist reported the patient¿s cause of death was listed as ¿withdrawal from dialysis.¿ the pdrn confirmed the patient¿s peritonitis, nor his death were related to any fresenius device(s) and/or product(s) malfunction or deficiency.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) accidentally disconnected his pd catheter (not a fresenius product) from the liberty cycler set which leaked dialysate into the bed. After speaking with fresenius customer support, the patient¿s spouse was going to restart the treatment with new supplies. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient encountered difficulty restarting the patient¿s treatment, and her husband had become increasingly confused (cause not determined) since ending the call. The patient¿s spouse decided to call emergency medical services, and the patient was transported to the emergency room. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). Causality was attributed to improper tightening of the pd catheter to the liberty cycler set, which disconnected while the patient was supine in bed. The patient continued to undergo ccpd therapy until the peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2025. Although the details are limited (electronic medical record closed), it appears the patient (family included) decided he was no longer willing to undergo ccpd therapy due to his advanced age, the burden of therapy (spouse and patient), chronic constant discomfort, and multiple comorbid conditions. The patient requested to enter hospice care and completed his last ccpd treatment on the morning of (B)(6) 2025. Per the pdrn, the patient expired peacefully with family present on (B)(6)2025. The nephrologist reported the patient¿s cause of death was listed as ¿withdrawal from dialysis.¿ the pdrn confirmed the patient¿s peritonitis, nor his death were related to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s expiration, as the patient¿s last ccpd treatment occurred approximately 48 hours prior to his death. The pdrn reported the patient requested to withdraw from care and enter hospice on (B)(6) 2025 and passed away peacefully on (B)(6) 2025 due to withdrawing from dialysis. The patient¿s death was an expected and inevitable outcome given his withdrawal from care. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Per the pdrn, these serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Additionally, although a temporal relationship existed between the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, causality was attributed to the improper tightening of the pd catheter to the liberty cycler set, which disconnected while the patient was in bed. Per the pdrn, these additional serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.